Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist visited account and did a system checkout. All calibrations and verifications met specs. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented with small central island. Pre-op refractions: right eye -6.50 +.25 x 175 20/20 best corrected visual acuity, left eye -6.75 sph 20/20 best corrected visual acuity. Post op best corrected visual acuity: -.75 +.50 x 005 20/20, -.25 +.50 x 140 20/25. As of (B)(6) right eye has no change in island, left eye regularizing. Patient is scheduled to return in 2 months to redo pentacam.